Event description:
Product analysis was completed on the generator and it was revealed that the caged module in the generator exhibited an out of limit pulsing current as a result of a suboptimal resistor (r35) which could potentially be a contributing factor to end of service, however, results of the battery life calculation confirmed that end of service was an expected event.